Event description:
The trial lead became infected where the lead entered the skin. No spinal or epidural abscess was noted in an MRI. The patient experienced fever and a high white blood count associated with the event. The lead was pulled in the emergency department by the fellow on call. It was noted that the patient had a fever and the entry site looked infected. There were no other adverse events noted.

Manufacturer narrative:
(B) (4).